Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provision of 21 cfr, part 803. The report may be based on the information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint #: (B)(4). Investigation summary: no device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review, was not possible because the required lot number was not provided. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Device history lot: null. Device history batch: null. Device history review: null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
The literature article entitled, "total hip arthroplasty for hip fractures: 5-year follow-up of functional outcomes in the oldest independent old and very old patients" written by daniel godoy monzo´n, md, kenneth v. Iserson, md, mba, jose´ jauregui, md, carlos musso, md, francisco piccaluga, md, and martin buttaro, md published by geriatric orthopaedic surgery & rehabilitation 2014, vol. 5(1) 3-8 doi: 10.1177/2151458514520700 in 2014 was reviewed for MDR reportability. The article reports on results from patients older than 80 years old that received depuy c-stem with ogee cup. Intraoperative complications include oxygen desaturation during cementation (2), fractures treated with cerclage (2), transfusions (37 with ranges of 1-5 units). During hospital stay complications: confusional syndromes (11), fever syndromes (3), urinary tract infections (3). Follow up complications: hip dislocation with intervention of reoperation or closed reduction (5), dvt (3), pe (1), wound infection requiring surgical intervention (1). No deaths occurred intraoperatively and 36 deaths total occurred but not related to implantation. The article does not clarify if hospital stay complications received interventions. The article does not provide adequate information to distinguish how many patients may have experienced more than 1 adverse event/complication. Therefore accurate quantities of impacted products is unknown. The article does not specify if the dvt and pe occurrences received interventions. The article only identifies the stem and cup (all poly) as depuy products.